Event description:
In the operating room, when the sterile package was opened metal shavings were noted to be on the diamoned ent (ear, nose, and throat) burrs. The metal shavings were identied by the surgeon under the microscope prior to use on the pt. The burrs were removed from the surgical field and were not used on the pt.